Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, rupture.

Event description:
Healthcare professional reported a intracapsular rupture and silicone ganglio non right axilla that was discovered by ultrasound scan. The device has been explanted. This record relates to the right device.

Event description:
Healthcare professional reported a intracapsular rupture and silicone ganglio non right axilla that was discovered by ultrasound scan. The device has been explanted. This record relates to the right device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed in the device. Calcification: not observed in the device. Silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. Crease is observed. No further actions are required as the device was implanted.